Event description:
The customer reported the system displayed an ma on in error message. No pt injury was reported. An ma on in error will shut the system down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.